Manufacturer narrative:
The following field was updated due to corrected information: h.6. FDA patient problem code(s): 2645. H.6. Investigation: two 1ml syringes were received and evaluated. One was loose and one was in a fully sealed blister pack confirmed to be from batch 9204149 (p/n (B)(6)). It was observed on the loose syringe, the scale marking was skewed with the "0" missing from all the markings above the 0.8ml marking, which was rejectable per product specification. No defects were observed on the syringe in the package. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the skewed scale defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 9204149 is considered in compliance with our product specification requirements.

Event description:
It was reported that an unspecified number of bd 1ml syringe luer-lok¿ tips experienced missing scale markings and misaligned scale markings. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: (B)(6) batch no.: unknown. It was reported that some of the syringes are missing the markings and some of the markings are crooked.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified number of bd 1ml syringe luer-lok¿ tips experienced missing scale markings and misaligned scale markings. Product defects were noted prior to use. The following information was provided by the initial reporter: material no.: 309628 batch no.: unknown. It was reported that some of the syringes are missing the markings and some of the markings are crooked.